Event description:
A surgeon was using dermabond adhesive when a glass part perforated the plastic ampoule and cut their finger. The surgeon will have a small surgery to remove a reportedly 1.1mm glass particle from their finger. The reported date of the shard penetrating the surgeon's hand was in 2002. Approximately one nonth later the surgeon underwent surgery to remove the glass fragment. Affiliate is reportedly sending an ultrsound image of the surgeon's hand with the device in question. Product has not been returned at this filing.